Event description:
It was reported that during use on a pt, the ventilator alarmed for high oxygen concentration. (B)(4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the pt has been investigated. The reported failure with alarms for high oxygen concentration was reproduced and the tests revealed that the delta pressure transducer, which is a part of the flow measuring in the oxygen gas module, on a printed circuit board inside the oxygen gas module was broken which led to the reported failure. The cause of the pressure transducer failure was a leakage around the pressure transducer cap. To improve the strength of the bond adherence, the manufacturer of the pressure transducer implemented an improved cap attach epoxy and removed a portion of the green glaze in the cap attach bond line. This change was implemented in (B)(6) 2009. The exchanged oxygen gas module was manufactured before this change. The failure of the delta pressure transducer leads to inaccurate oxygen gas flow regulation and at worst the oxygen gas module will be either closed or open during the inspiration phase which will lead to activation of alarms from the ventilator. (B)(4).